Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) until during drain 1. The pt line extension became disconnected from the transfer set. The home pt (hp) would let her doctor know. The technical service rep (tsr) advised the hp to use new supplies. The hc unit was operational. No pt injury or medical intervention was reported.

Manufacturer narrative:
Sample was discarded.